Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laminectomy lumbar decompression procedure, the patient developed wound dehiscence. Wound vacuum placement was done to resolve the issue.